Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l95902), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during a meniscal repair procedure on (B)(6) 2022, it was observed that the suture on the truespan 24 degree peek device broke between the two anchors. According to the report, the surgeon implanted the first of two anchors acceptably then moved to insert the secondary anchor when the event occurred. The surgeon retrieved the first anchor back out of the meniscus. The procedure was completed with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.